Event description:
It was reported that the physician attempted to insert the intraocular lens twice in the patient's eye; however, the lens would not fit properly. The physician enlarged the incision to remove the lens from the patient's eye and inserted a different lens within the same procedure. The event was attributed to the patient's physiology and not attributed to the quality of the lens. There was no patient injury reported and the patient was reported to be doing well.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Reason for non evaluation: the intraocular lens (iol) was returned; however, the lens was labeled as a non complaint return, new/never used and therefore no evaluation was conducted. All pertinent information available to abbott medical optics has been submitted.